Event description:
Pt's pump needs to be replaced. Serial (B)(4) (maintenance due 12/07/2017). Pt said yesterday afternoon (B)(6) 2017, her cadd legacy pump beeped one time. She checked it later on and noticed that it had shut itself off. Pt changed pumps. No adverse events reported. Will be replaced. Dose or amount: 12nkm, frequency: continuously, route: intravenously. Dates of use: (B)(6) 2016 to current. Diagnosis or reason for use: i27.0.